Event description:
It was reported that the spinal cord stimulator (scs) leads had multiple contacts that had impedances which caused inadequate stimulation. The patient underwent a scs lead replacement procedure and was doing well postoperatively and the explanted devices were disposed of by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7082860, model/catalog description: infinion cx lead kit, 70 cm, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.